Event description:
Customer reported the insulin pump had alarmed unexpected restart. Customer didn't know his blood glucose level. Troubleshooting was not performed. The device is not being retuned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.